Manufacturer narrative:
(B)(4). Date of event: unknown. A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a nursing home patient's blood was drawn using an unspecified bd blood collection tube. The patient's wbc, k+, and glucose were elevated at 100,000, 6.0 and 142. The patient was taken to a hospital later that night and had blood redrawn. The wbc was normal at 10,000.